Event description:
Pt hospitalized for hyperglycemia. Pt woke up sunday, 11/03, with high blood glucose, delivered bolus and laid down. Later in the day, pt felt worse and went to hospital, where rn discovered that the needle of the infusion set was out of pt's skin. Pt feels the needle probably came out during night prior to incident. Pt received IV insulin at hospital, stabilized and released wearing same pump with new infusion set.